Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) failed. The vcd was being used in conjunction with a 6f procedural sheath introducer following a right femoral interventional procedure. Additional information received indicated that the mynxgrip vascular closure device (vcd) didn¿t achieve hemostasis. A device from another manufacturer was used successfully. There was no patient injury noted. There was no further information documented in the patient¿s chart; therefore, no further information can be provided. The product was discarded, therefore, was not returned for analysis. Review of lot f1723001 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) failed. The vcd was being used in conjunction with a 6f procedural sheath introducer following a right femoral interventional procedure. The vcd will not be returned for analysis. Addendum ((B)(6) 2017) additional information received indicated that the mynxgrip vascular closure device (vcd) didn¿t achieve hemostasis. A device from another manufacturer was used successfully. There was no patient injury noted. There was no further information documented in the patient¿s chart; therefore, no further information can be provided.